Manufacturer narrative:
The blue sureform 60 reload or the sureform 60 stapler instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to a fragment of the blue sureform 60 reload is reported as having fallen into a patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure.

Event description:
It was reported that post da vinci-assisted gastric bypass procedure, on the 3rd fire of the sureform 60, the staple line did not cut and it pushed the tissue to bunch up. A fragment of the blue sureform 60 reload fell into the patient and it was retrieved in the same procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. It was reported that on the 3rd fire of the blue sureform 60 reload, the stapler 60 instrument did not cut and it pushed the tissue to bunch up. The site then changed to a different reload and had a successful fire. It was stated that a fragment of the blue sureform 60 reload fell inside the patient and it was reported that it was retrieved in the same procedure with an unspecified instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - isi received the following additional information from the initial reporter: the nurse believed there was a system error that was generated when the stapling issue occurred; however, could not recall the error. It was confirmed that the surgeon was working on stomach tissue, and there was no tension; however, the tissue did bunch up. The nurse was not sure if there were clamping issues prior to firing, the following were confirmed; the instrument was inspected prior to use, all the fragments were retrieved with an unspecified instrument, no buttress material was used and no post-operative complications were reported. The following are unknown: what were the other instruments in use at the time the event occurred, if there were instrument collisions and, if the instrument was removed during the procedure. It was confirmed that the sureform 60 stapler instrument was returned to isi for device evaluation. However, since the blade was exposed the nurse was not sure if the reload could have been discarded before the sureform 60 stapler instrument was sent in for device evaluation intuitive has received the sureform 60 instrument associated with this complaint and completed investigations; and it was confirmed that the blue sureform 60 reload reported in this was not installed on the instrument. The instrument was found to have a firing failure (partial fire) based on log review. The instrument was tested on an in-house system, it passed the initialization test, clamped and fired successfully. The instrument failed intuitive motion test. The instrument main tube did not roll, main tube was seized. Pitch and yaw functions worked expected. Further review shows heavy corrosion between the large white roll gear and chassis. Roll gear appears to be stuck to chassis via corrosion. Roll gear was able to become unstuck by manually rotating tube back and forth multiple times. After doing this, the instrument was re-installed on a system and roll motion was intuitive, along with pitch and yaw. Heavy challenge foam layers were installed in the jaws with the thickest part of the foam assembly at the proximal end to simulate bunching of tissue at the back of the jaws. A green reload was used to fire across the foam. There were a couple pauses for compression in the first 10mm of firing, but instrument completed the firing and did not push out tissue.

Event description:
Refer to additional for follow-up information.